Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for an unknown synthes 2.0-mm t-plate/unknown quantity/unknown lot. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
This report is being filed after the subsequent review of the following literature article: forseth, m. And stern, p.(2003). Complications of trapeziometacarpal arthrodesis using plate and screw fixation. The journal of hand surgery, 28a, 342-345. This study retrospectively reviewed 26 trapeziometacarpal arthrodeses that used the plate and screw fixation. A 2.0-mm minicondylar blade plate or a 2.0-mm t-plate (synthes) were used for the procedure. Unknown screws were also noted. There were a total of 26 arthrodeses that met criteria and were included. There were a total of 16 women and 8 men (2 were bilateral arthrodeses). The average patient age was 52 years with a range of 29-66 years. The average follow-up was 40 months. The preoperative diagnoses were primary osteoarthritis (23 thumbs), posttraumatic arthritis (2) and nonunion of a previous trapeziometacarpal arthrodesis (1 thumb) that had been performed initially with pin fixation. Autogenous bone graft was used in 11 cases. Nineteen patients were available for clinical follow-up examinations and radiographs. These results were compared with a previously published k-wire fixation group that consisted of 59 arthrodeses. The following complications were reported: there were six hardware malpositions, most frequently associates with a screw in the trapezio-trapezoid joint. One of these cases led to a fusion of the trapezio-trapezoid joint. It can not be determined whether or not synthes or competitor products contributed to the complications. This is report 1 of 3 for (B)(4). This report is for an unknown synthes 2.0-mm t-plate.